Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The following was reported "there was a 3x11 cs poly (ref# 5531-g-311-e) opened up, lot# t01k5r with a expiration date of 9/11/25. As the surgeon grabbed it and was about to implant it in the patient, the silver wire fell off the implant. I had to go and get another."